Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump was monitored and no blank display anomaly, battery icon anomaly or unexpected black circles on display noted. No damage on the lcd isolation tape noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies noted; the motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, cracked display window and minor scratched lcd window.

Event description:
The customer reported that the insulin pump had a motor error alarm. The customer reported that the device prompted her to press escape, then it powered down and had a blank display. The customer also stated that a black circle was on the display. The customer confirmed that she worked around high magnetic fields. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.